Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced compications and was injured and damaged. Because of complications, the device was removed. The device was not returned for evaluation.